Event description:
A svo2 thermodilution pa catheter was placed under fluoroscopy in cath lab. Upon arrival to critical care unit from cath lab, catheter was in pulmonary artery waveform position. Balloon was inflated with 1.5cc air without difficulty for wedge pressure. Balloon was deflated and catheter was retracted to central venous pressure position. Pt sat up in bed and stated difficulty of breathing, coughed up blood and went into respiratory distress. Pt lost pulse and a full cardiopulmonary resuscitation code was performed. The catheter was not recovered and pt was not autopsied. Biomedical engineering received occurrence report 3/30/99. This report faxed to FDA on 4/1/99 after voice notification.